Manufacturer narrative:
On (B)(6), 2021, mentor became aware that patient underwent breast revision augmentation experienced bilateral rippling, skin thinning and right sided rupture post procedure. Patient's date of birth is 9/3/1974. Patient's impacted device serial number is (B)(6), lot number 6478446. Patient had an explantation on (B)(6), 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rippling and rupture this medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with a 600cc mentor memorygel breast implant experienced rippling on an unspecified side post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.